Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atms. No patient injuries were reported. Additional information has been requested regarding this event.